Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. The cause of the event was due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Svd is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to bioprosthetic valve dysfunction caused by potential structural valve deterioration. A 23mm sapien3 was implanted in replacement. The device was originally implanted approximately three (3) years ago. After an implant duration of approximately two (2) years, dyspnea on exertion was observed and the patient became a candidate for a valve-in-valve procedure. The device was not returned for evaluation as it remained implanted. Patient medical history: dialysis patient. The doctor commented that it was unknown whether this event was device related. Detailed information, such as serial number, implant date, indication for implant, occurrence date, or the patient status, was not provided by the doctor.

Manufacturer narrative:
Added information to a1, a4, b5, b6, b7, d6a, h6.

Event description:
Edwards received information that a patient with a 21mm 3300tfxj pericardial aortic valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 3 years, 1 month due to structural valve deterioration and stenosis. The patient presented with class ii nyha heart failure and dyspnea on effort. Tavr procedure was completed with a 23mm sapien3 transcatheter valve. The patient was discharged on pod #3. The patient started to have dyspnea on effort approximately 2 years post implantation. The patient is considered a high risk for surgical intervention; therefore, tavr procedure was chosen. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
Added information to h11. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review is unable to be performed because no lot/serial number was provided. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including hyperlipidemia (hld), hemodialysis.